Event description:
The rhino-laryngoscope was discovered to have fraying of the sheath before and after pt. Use with a significant portion of the sheath missing after sterilization. FDA safety report ID# (B)(4).